Event description:
International customer reported that a pt underwent a left upper lobe resection in 2008 with placement of a surgical drain. Drainage of less than 100cc of serumal pleural effusion was initially noted and drainage continued at about 50cc per hour. The pt had a tendency to bleed. The pt became hypotensive; an x-ray showed the development of a hemothorax. The pt was returned to surgery for fluid evacuation and appropriate hemostasis. The surgeon opines that active bleeding and clotting of the drain prevented adequate functioning of the device.

Manufacturer narrative:
Failure to drain - conclusion: user error contributed to the event. The product insert warns the user that an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill.